Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The following cosmetic damage was noted during visual inspection: cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call, the insulin pump was damaged. The device was broken near the battery compartment threads. The customer's blood glucose wasn't provided. The device is being returned for further analysis.